Event description:
It was reported the rigid video scope had damaged objective lens and shadow in the image during set procedure set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause was identified. Based on the results of the investigation, it is the "damaged objective lens" led to the "shadow in the image". The most probable cause a component failure of the insertion part distal end. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.